Manufacturer narrative:
This report is submitted on (B)(6) 2018, by (B)(4).

Event description:
It was reported that the patient experienced poor performance due to a possible tip fold over of the electrode array. Reprogramming attempts were made; however the issue could not resolved resulting in the decision to explant the device and reimplant the patient with a new device on (B)(6) 2018.